Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted. The physician has not watched the lead connection video posted on the company website and the recommended methods were not applied.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.